Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the belt failed incoming hi-pot testing. Upon evaluation, the heatshrink separated from the pulse wires inside the distribution node (dn), creating a short to the pca. The cause of the constant alarms is the short. The root cause of the short cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms.